Event description:
Surgeon used new electrode after 2 electrodes was showing output short and there was no compromise in surgical outcome. As 3rd new electrode was used and surgery went on smoothly. This extended the procedure 40 minutes. Additional information from the affiliate (B)(4) 2014 - the electrodes were newly opened one time for use and were checked at the time of surgery. We had to shut down vapr 3 generator every time for at least 5 mins and again plug in for every electrode at the time of surgery due to such issue happened surgery was delayed by 35 to 40 mins. Arthroscopy is a skilled surgery and requires lot of patience when the scope is inside the joints so such issues delay the surgery time. See associated medwatch # 1221934-2014-00344.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation of the electrode revealed that there was saline residue in the suction tube, and tissue debris around the tip indicating the device had been used. Under magnification, it was observed that the manifold between 4-9 o'clock positions of the tip shows signs of melting. This damage to the tip would lead to display output shorted error, confirming this complaint. The IFU states: ¿observe extreme caution when using electro surgery in close proximity to or in direct contact with any metal objects. The majority of arthroscopes and arthroscopic instruments are metal. Do not activate the electrode while any portion of the electrode and the adjacent metal object may result in product damage.¿ touching the tip of the scope during use is contrary to the precautions stated in the IFU and would cause the damage seen on the active tip. The electrode was not tested to avoid further damage to the tip. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints from this lot of devices released for distribution. However in the interest of continuous improvement, supplier CAPA has been initiated to investigate and determine a root cause for this failure. The complaint rates were reviewed against the risk analysis documents and found to be within expected levels. Since the function of the electrode is to ablate tissue, the risk associated with sparking of the electrode tip within the joint space is low. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Surgeon used new electrode after 2 electrodes was showing output short and there was no compromise in surgical outcome. As 3rd new electrode was used and surgery went on smoothly. This extended the procedure 40 minutes. Additional information from the affiliate 7-29-14 the electrodes were newly opened one time for use and were checked at the time of surgery. We had to shut down vapr 3 generator every time for at least 5 mins and again plug in for every electrode at the time of surgery due to such issue happened surgery was delayed by 35 to 40 mins. Arthroscopy is a skilled surgery and requires lot of patience when the scope is inside the joints so such issues delay the surgery time. See associated medwatch # 1221934-2014-00344.